Event description:
Device report from synthes EU reports an event in (B)(6) as follows: on (B)(6) 2015 the patient had surgery to correct diastasis symphysis pubis with using symphyseal plate 3.5 with osteosynthesis. Some days later the patient supported his leg on the floor and the patient experienced pain. On (B)(6) 2015 the surgeon decided to re-operate and during the surgery, the surgeon realized that the plate was loose on one side. Surgeon lodged the plate and he put reinforcement to the patient's bone with another plate. No prolongation in surgery reported. This complaint involves on symphyseal plate and an unknown quantity of unknown screws. This is report 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown when device loosened. Report is for an unknown quantity of unknown screws. Device not reportedly explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.